Event description:
It was reported that this pacemaker exhibited far field oversensing on this right atrial (ra) lead that resulted in inappropriate atrial tachy response (atr) episodes. Reprogramming options were discussed. The health care professional (hcp) stated a follow up appointment will be scheduled. Further information was received that this lead exhibited low out of range pace impedance measurements that resulted in a lead safety switch. Additionally, boston scientific technical services (ts) confirmed this device has stored at least 1000 inappropriate atr episodes due to noise from myopotential oversensing. Further evaluation on this right atrial (ra) lead was recommended. Additional information was received that this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited far field oversensing on this right atrial (ra) lead that resulted in inappropriate atrial tachy response (atr) episodes. Reprogramming options were discussed. The health care professional (hcp) stated a follow up appointment will be scheduled. Further information was received that this lead exhibited low out of range pace impedance measurements that resulted in a lead safety switch. Additionally, boston scientific technical services (ts) confirmed this device has stored at least 1000 inappropriate atr episodes due to noise from myopotential oversensing. Further evaluation on this right atrial (ra) lead was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited far field oversensing on this right atrial (ra) lead that resulted in inappropriate atrial tachy response (atr) episodes. Reprogramming options were discussed. The health care professional (hcp) stated a follow up appointment will be scheduled. Further information was received that this lead exhibited low out of range pace impedance measurements that resulted in a lead safety switch. Additionally, boston scientific technical services (ts) confirmed this device has stored at least 1000 inappropriate atr episodes due to noise from myopotential oversensing. Further evaluation on this right atrial (ra) lead was recommended. Additional information was received that this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.